Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer had symptoms such as nausea and treated with manual injections and a bolus. At the time of the incident, the customer's blood glucose value was 469 mg/dl. Her current blood glucose is 408 mg/dl. The customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. She declined to check for leaks or air bubbles because she stated that she had already removed the infusion set prior to calling. She declined to check for any site or insulin issues because she had already removed the infusion set. The device settings were correct. The customer was asked if she remembered receiving any alarms since the high blood glucose began and she said she received an insulin flow blocked alarm. She declined to review the most recent bolus history to ensure that the boluses were accounted for. She also declined to perform the high-pressure test because she does not have the tubing clamp. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. She added that when she woke up that morning her blood glucose was 400 mg/dl. When she saw that she had received an insulin flow blocked alarm, she did not do anything but treat with a manual injection. She stated that her cannula was not bent. The insulin pump will not be returning for analysis.